Event description:
Complainant alleged that during monitoring of a patient in full cardiac arrest device intermittently detected an ECG signal and displayed only dash lines. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.